Event description:
New information revealed that the patient presented for a routine device exchange. Device interrogation revealed high capture thresholds on the right ventricular lead. Fluoroscopy confirmed dislodgment. The lead was capped and replaced on may 18, 2020. Patient was stable post procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1, h2, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00961. It was reported that the patient's right ventricular and right atrial lead were chronically high. Chest x-rays done in (B)(6) 2019 revealed the leads had migrated towards the pocket. The patient was scheduled for lead extraction and presented in the hospital for their scheduled procedure. Due to scheduling conflicts, the procedure was canceled. The patient was became very disturbed and stated he would seek treatment elsewhere. Patient was discharged and dismissed by the hospital.